Event description:
It was reported the device exhibited a check syringe plunger when trying to infuse or install the syringe. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed ?syringe empty- stop." During functional testing, an occlusion test was performed and calibrations were checked. The reported issue was duplicated, as the calibrations for the position were out of specification due to a damaged carriage. The carriage was replaced and recalibrated. Functional testing was performed and passed. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date., corrected data: h6: health effects - clinical signs and symptoms or conditions